Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Functional testing was performed and a leak was observed from the top of a valve on the bifuse set with a mating component attached to the top of the valve. Further inspection of the valve top showed a microchannel/scratch within the interior diameter. The cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel/scratch was a manufacturing issue.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.